Manufacturer narrative:
The following corrections were made: weight: patient weight added. Event description revised. Device available for evaluation is revised. Report source: added report sources. Date rec¿d by MFR is investigation completion date. (B)(4). Device evaluation is revised as follows: device evaluation: as the stent remains implanted it the patient, it was not returned for analysis. The investigator believes the event is possibly related to the device and not related to the procedure. Restenosis and arrhythmia are known, labeled anticipated issues after percutaneous coronary intervention (pci) and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. The cause of this event is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. The review of the device history record could not be performed at this time as the lot number has not been provided.

Event description:
Subsequent to the previously filed report, additional information received and a review of this complaint file resulted in restructuring of the previously reported information into their respective report fields revision of previously reported information, and minor corrections to non-critical report sections. The event description is revised as follows: per the medical affairs' assessment: a (B)(6) year old male patient with history of smoking was admitted to the hospital with cardiac ischemia and infarction in (B)(6) 2016. Angiography demonstrated occlusion of the mid right coronary artery (rca). Patient was enrolled in the ecobra registry and received a 4.0x30mm cobra pzf stent on (B)(6) 2016. On (B)(6) 2017, patient presented with cardiac rhythm issues, underwent a 2 vessel angioplasty plus stenting. Angiography reported disease progression with the following multi vessel results: - right coronary: mid to distal rca 100% in stent restenosis with timi flow of zero, minimal calcification and late in stent thrombosis (occlusive). - distal rca: de novo stenosis, timi flow of 3. - left coronary angiogram showed: minimal calcification, 10-29% stenosis and thrombolysis in myocardial infarction (timi) flow of 3 at proximal lad, de novo 50-69% stenosis with minimal calcification and timi flow of 3 at mid circumflex; evaluation of the des stents implanted on (B)(6) 2016 in proximal and mid lad showed no restenosis. Patient received a drug-eluting stent (des) at the mid/distal rca with 10-29% stenosis post procedure, and a des at the distal rca and branches with no stenosis post procedure. As of (B)(6) 2017, the event was resolved with good result. The clinical endpoint committee adjudicated the event as a target vessel revascularization (for restenosis treatment) and no stent thrombosis or myocardial infarction.

Manufacturer narrative:
The preliminary analysis of potential root cause could not be performed at this time due to limited information available. Relevant pre-existing medical conditions are: ex-smoker and ejection fraction: 50% . Device discarded, successful implant.

Event description:
Revascularization of target lesion reported @ 12 months follow-up. Patient is enrolled in (B)(6) registry, adverse event occured in (B)(6).

Manufacturer narrative:
Per the medical affairs' assessment: (B)(6) year old male patient with history of smoking was admitted to the hospital with cardiac ischemia and infarction in (B)(6) 2016. Angiography demonstrated occlusion of the right coronary artery (rca) with a c2 lesion. Patient was enrolled in the ecobra registry and received a stent. On (B)(6) patient underwent angioplasty of proximal and mid left anterior descending (lad), balloon angioplasty of the 1st and second diagonal. Echocardiogram showed dilated left ventricle with 40% ejection fraction. There were no signs of cardiac decompensation at admission. Patient received 2 drug eluting stents (des) stents. In (B)(6) 2017 patient presented with cardiac rhythm issues, underwent a 2 vessel angioplasty plus stenting. Angiography reported disease progression with the following multi vessel results: left coronary: minimal calcification, 10-29% stenosis and thrombolysis in myocardial infarction (timi) flow of 3 at proximal lad, de novo 50-69% stenosis with minimal calcification and timi flow of 3 at mid circumflex . Right coronary: mid to distal rca 100% in stent restenosis with timi flow of zero, minimal calcification and late in stent thrombosis (occlusive). Distal rca: de novo stenosis, timi flow of 3. Evaluation of the stents implanted in (B)(6) 2016 in proximal and mid lad showed no restenosis. Patient received a des at the mid/distal rca with 10-29% stenosis post procedure, and a des at the distal rca and branches with no stenosis post procedure. The investigator believes the event is possibly related to the device and not related to the procedure. Restenosis is an anticipated issue after percutaneous coronary intervention (pci) and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. Restenosis is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. The review of the device history record could not be performed at this time as the lot number has not been provided.

Event description:
Revascularization of target lesion reported @ 12 months follow-up. Patient is enrolled in ecobra registry, adverse event occurred in (B)(6).